Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october,20,2022.

Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on may 22, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on january 26, 2023.